Event description:
The product manager of the local distributor team reported, during surgery while implanting the e set screw, the set screwdriver broke. It was impossible to implant the set screw. The broken screwdriver was replaced with a new one. This caused an hour and a half delay in surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the event was confirmed. The review of the risk assessment for the failure mode indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. No manufacturing faults found. In this case the fact of breakage indicates that the torsional moment in clock-wise direction had exceeded significantly. Considering the time since manufacturing in 2005 it was suggested that the flexible set screwdriver had passed several surgeries as intended. However, a pre-damage during the past nearly 9 years could not be excluded. A reason delay of surgery of 90 minutes ¿ for what the event was reported ¿ was not given. It could only be assumed that arrangement of the spare part was the reason. Investigation results revealed that the breakage of the set screwdriver was not caused by any deficiency of the device.

Event description:
The product manager of the local distributor team reported, during surgery while implanting the e set screw, the set screwdriver broke. It was impossible to implant the set screw. The broken screwdriver was replaced with a new one. This caused an hour and a half delay in surgery.